Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and the isolated interface board were replaced and connectors were reseated. The hard drive and the software upgrade were installed during the service call. The system was tested and fond to be working as intended and put back into service.

Event description:
The customer reported that both monitors were intermittently going black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.